Manufacturer narrative:
Investigation: the instruments (1x po736r and 1x pm973r) arrived in a decontaminated condition. Investigation was carried out visually and microscopically. We made a visual inspection of the instruments. Here we found a bent shaft and a cracked insulated outer tube pm973r. Furthermore we found a groove and visible damage. The root cause of the problem is most probably usage related. According to the quality standard a material defect and production error can be excluded. Investigations lead to the assumption that the bent shaft and cracked insulated outer tube were caused due to an improper handling by a mechanical overload situation. There is the possibility of high leverage or an excessive force with the instrument. The groove and visible damage are additionally signs. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. A CAPA is not necessary.

Event description:
It was reported that there was an issue with the adtec monopolar grasper. The instrument (grasper and insulated outer tube) broke during the surgery within the patient. There were no pieces of the instrument left in patient. The broken parts were removed without endangering the patient and no x-rays were taken. The patient was not injured. The malfunction is filed under aag reference 400437044. This complaint involves two devices (which will be reported separately). Associated medwatch: 9610612-2019-00522 (pm973r).